Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that the patient was hospitalized. The date that the patient was hospitalized is unknown. It was indicated that the patient was hospitalized due to being on a list for a kidney transplant. There was no allegation against the dexcom system the patient received his dexcom system prior to being hospitalized, but did not begin to use until after the event. No additional event or patient information is available.